Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer performed an infusion set site change to address the past occlusion alarms. The customer's blood glucose (bg) levels ranged between 150-250mg/dl. A correction bolus via the pump was delivered, a manual injection was administered and an infusion set site change was performed to address the bg level. The customer declined troubleshooting with tandem technical support to determine a possible cause of the current occlusion. Reportedly, the customer wears the pump against their skin leading to abrupt temperature changes to the pump. Tandem technical support shipped the customer a case for the pump to prevent temperature changes.